Event description:
It was reported that; a blocker was attempted to be placed in a xia 3 9.5 x 90 screw. As the blocker was threaded into the tulip head, it would jump threads back out of the tulip.

Manufacturer narrative:
No lot # was provided, so a manufacturing record review could not be performed. No further investigation for this event is possible at this time as no device was received by stryker. The root cause could not be determined.

Event description:
It was reported that; a blocker was attempted to be placed in a xia 3 9.5 x 90 screw. As the blocker was threaded into the tulip head, it would jump threads back out of the tulip.